Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2rajs); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary disfunction. It was reported that the lead was fractured, damaged, or broken. The office staff was unable to pick up the battery for an impedance check at the office. The manufacturing representative (rep) was also unable to pick up the battery. They scheduled the patient for a revision. They were unsure if the battery was connected or what was going on with the patients system. With fluro imaging they found that the lead was broken in between electrodes. The physician was able to retrieve the remainder of the lead, however the remaining electrodes were still in the patients body. The hcp tried multiple attempts to locate them, but were unable to. The troubleshooting performed included replacing the lead and battery on 2024-mar-18 due to the broken lead and being unable to pick up the battery.

Manufacturer narrative:
H3: analysis of the lead (lot# va2rajs) revealed that the 0, 1, and 2 conductors were broken in the distal end of the lead. Analysis of the ins (sn (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign m aterial was observed in the implantable neurostimulator (ins) connector port. Continuation of d10: product ID 978b128 lot# va2rajs, implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a fall out of bed last night and is unable to connect to ins. During the call the patient attempted to connect their communicator to their implant and received device not responding. Patient service specialist had the patient reposition the communicator over the implant site and the patient received the same message. The patient stated that the implant was so sore right now. Patient confirmed that they had no bandages over their implant site. Patient stated that they felt something above their crack. Patient tried repositioning communicator. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the hcp tried to take out the broken piece still in them. The second device was broken as well after they fell out of the bed. Xray showed that the device had been pulled apart. The patient calling back due to the post implant program calls; they stated that the ins was explanted and that they will not have another one because they had another one previously and both broke; after a surgery, a piece of the ins was in their body, but after a second procedure, it was removed.

Manufacturer narrative:
Product analysis (B)(4): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Continuation of d10: product ID 978b128 lot# va2rajs implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #706390308:analysis information -- 04/24/2024 15:15:59 cst pli# 20 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Continuation of d10: product ID 978b128, lot# va2rajs, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were no complications other than the lead fragment.